Event description:
While undergoing a lengthy neuro-interventional procedure the embolization wire broke off. The first guidewire used was retrieved completely. The distal end of the second guidewire was not received and remained embolized in the left posterior communicating artery. The patient was critically ill with multiorgan failure. This was a large avm (arterial venous malformation) with significant mortality and morbidity.